Event description:
It was reported that the patient was seen in the emergency room in third degree heart block and with a heart rate of 35 bpm. There was no pacing output, the device could not be interrogated, there was no magnet response, and there was unexpected complete depletion of the battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.